Manufacturer narrative:
The following were reviewed as part of this investigation: sample evaluation, patient severity, complaint and lot history review, applicable previous investigation(s), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The sample contained heavy traces of residue on the extension leg and catheter shaft through the 3cm depth marking; including what appeared to be gauze fibers, blood-like residue, and a white residue. Gross visual evaluation of the catheter found no potential leakage site. The sample was then flushed with water and a 10ml syringe, which revealed a slow weeping leak from the distal edge of the over-molded suture wing. Microscopic examination of this site found no evidence of crack in the catheter shaft, but did reveal a gap between the catheter shaft and over-molded suture wing. Subsequent infusion testing found that water leaked in through this gap from a fluid path that was not visible during visual examinations. The facts observed suggested that the separation of the catheter and over-molded suture wing had extended far enough between the two pieces that a fluid path existed. The volume of fluid leakage was relatively low and would have been most noticeable during power injection procedures. The manufacture site was notified of the event. A lot history review (lhr) of recw1441 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the patient came to have treatment they discovered that the PICC line was leaking. It was stated there was a hole in the catheter about 10 cm from the hub.